Event description:
It was reported that shortly after being connected to a replacment device, an alert for high impedance was triggered and a right ventricular lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.